Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. Blood glucose was unknown. Customer reported that the blue plastic around the reservoir is broken. Customer stated that when she pulled the reservoir, a chunk of plastic came off with it. The insulin pump will be returned for analysis.